Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A faulty igniter was discovered and caused the reported failure mode. Additionally, the socket slider switch was worn-out, and causing intermittent use of high intensity mode. The air pump was only functioning intermittently. The lens base was cracked, the tank holder was bent, and the front panel mouth was damaged as well. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the lamp failure was caused by a faulty igniter. However, the specific cause of the faulty igniter could not be established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that during procedure preparation, his olympus evis exera ii xenon light source¿s main lamp would not ignite, and the spare lamp was coming on. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.